Manufacturer narrative:
The customer styletted the architect c8000 ict probe to resolve the issue. Precise results were obtained and qc was in range. A complaint/service history review for the architect c8000 instrument was performed. This review did not identify any issue related to the customer's issue. The current rates for architect c8000 erratic complaints/million tests and occurrences/million tests are below the internal rates documented at launch of the instrument. No adverse trends were identified related to erratic ict results or the ict probe. The architect system operations manual lists several probable causes, including ict probe issues, for erratic/discrepant results as well as recommended corrective actions. Based upon the data available and the results of this evaluation, no product deficiency was identified. (B)(4) (no consequences or impact to patient), (incorrect or inadequate test results).

Event description:
The customer stated that discrepant architect sodium results of 112 and 172 mmol/l were generated for a patient sample. The results were not reported out of the laboratory. No impact to patient management was reported.